Manufacturer narrative:
Additional testing information has been received which was not included with the initial report. The information has been provided with this report. The insulin pump passed the delivery accuracy test.

Event description:
The customer reported via phone call that she was admitted as an inpatient for medical treatment on (B)(6) 2015 due to a low blood glucose level of 40 mg/dl. The paramedics went to the customer's home. The paramedics turned the insulin pump off and in one hour her blood glucose level went up to 64 mg/dl. The insulin pump was over delivering insulin. The customer's current blood glucose level was 498 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, scratched keypad overlay, scratched case, broken belt clip slot, and cracked battery tube threads.